Manufacturer narrative:
Citation: montenegro-palacios, j.f.; vidal-cañas, s.; murillo-benítez, n.e.; quintana-ospina, j.; cardona murillo, c.a.; liscano, y. Common risk factors for atrial fibrillation after transcatheter aortic valve implantation: a systematic review from 2009 to 2024. J. Cardiovasc. Dev. Dis. 2025, 12, 90. Https://doi.org/10.3390/jcdd12030090 earliest date of publication used for date of event and date of death. Earliest approved medtronic transcatheter valve used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a systematic review of new-onset atrial fibrillation (noaf) following transcatheter aortic valve I mplantation (tavi). The authors analyzed 18 studies published between 2009 and 2024. Various valve types were used in the pooled patient population, encompassing medtronic (corevalve / evolut r/ evolut pro / evolut pro+), non-medtronic (sapien family), and unspecified. Adverse outcomes associated with noaf after tavi included: mortality, stroke, systemic embolism/thromboembolic event, bleeding, heart failure, and hospital readmission.